Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although phenomenon 1 "sound lines are missing" and phenomenon 2 "adhesive on the tip of the instrument channel outlet cover is peeled" were confirmed. However, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the number of missing elements exceeded the standard value due to damage on the ultrasonic probe, a detached adhesive on the bending section cover, a cracked bending section cover, peeled paint on the air/water cylinder, and the displayed ultrasound image was defective with missing elements. Additionally, the objective lens and image guide protector were found scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a darkening and abnormal ultrasound image. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, insufficient adhesive in the screw holes of the distal end was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.